Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the endowrist one vessel sealer instrument when plugged in, the system had an error message to remove the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument had an exposed blade with minimal debris on knife slot. The instrument was put on an in-house da vinci system and it failed self check on its first attempt. After aligning the instrument's blade it passed the self check. An additional observation not reported by site was that the instrument snake wrist was dislodged. Evidence not conclusive, but dislodged damage may be due to likely mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.